Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance. The lead was no longer used and replaced. There were no adverse consequences for the patient.